Event description:
Related MFR report number: 2017865-2023-35940 it was reported that a patient presented to clinic for follow-up. Device interrogation revealed oversensing noise on both the atrial lead and right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace both the atrial and rv leads. The patient condition was stable.